Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant medical products: 5076 x2 implantable pacing leads: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had a bacteremia infection. It was noted that prior to the procedure the patient had persistently positive blood cultures for (B)(4) and that transesophageal echocardiogram showed mitral valve vegetation. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.